Event description:
It was reported that during a primary total hip the surgeon broached to a #5 accolade stem. When stem was opened and implanted, they realized that the stem in the box was actually a #3. Surgeon removed the stem and broached to a 6 and implanted. The box is listed as a #5 and #3 was actually in the box.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding product mix involving a size 3 accolade ii 127 deg device and size 5 accolade ii 127 deg packaging was reported. The event was confirmed. The sales rep confirmed that a size 3 accolade stem was found in a size 5 accolade box. The labels on the returned box list 6721-0535, lot 44564405 whereas the returned stem is a 6721-0330 lot 44416307. All devices in both of the lot codes involved were manufactured and accepted into final stock with no reported discrepancies. Additionally, a review of the complaint history records confirmed that there have been no other events for either of the lot codes referenced.

Event description:
It was reported that during a primary total hip the surgeon broached to a #5 accolade stem. When stem was opened and implanted they realized that the stem in the box was actually a #3. Surgeon removed the stem and broached to a 6 and implanted. The box is listed as a #5 and #3 was actually in the box.